Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Analysis was unable to verify software error alarm due to blank display anomaly. The insulin pump had minor scratched lcd window, cracked display window corners, broken belt clip slot and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported that they received software error alarm. The customer also reported that the insulin pump was not working at the time of call. The customer's blood glucose was unknown at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.